Event description:
Related manufacturer reference number: 3006705815-2022-01583. It was reported the patient wanted MRI conditionality. X-ray confirmed one of the leads had fractured. In turn, one lead was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.